Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. Visual inspection of the returned platform revealed that the motor cover was cracked, the battery clip was bent, and the top cover wire strands were cut. The physical damages found during visual inspection confirmed the reported issue that the autopulse head restraints were damaged. The fault was found to be due to user mishandling. The other damages appear to have been caused by normal wear and tear (autopulse manufactured in 8/2007). Review of the archive was performed and the reported complaint that the platform displayed a user advisory 18 (max take-up revolutions exceeded) message was confirmed. The archive data shows that no sessions occurred on the reported event date of (B)(6) 2014. The archive however does show that ua18 occurred on (B)(6) 2013 and that the last time the platform was powered on was (B)(6) 2013. Functional testing was performed and the platform passed testing. Furthermore, the load cell characterization test confirmed that both load cell modules were functioning within specification. Based on the investigation, the parts identified for replacement were the battery clip, top cover, front cover, and the bottom cover. In summary, the reported complaint that the autopulse head restraints were damaged was confirmed during visual inspection. The fault was found to be due to user mishandling. The other physical damages found during visual inspection are unrelated to the reported complaint. The reported complaint of the ua18 occurring was confirmed based on the archive review, but could not be reproduced during functional testing. The root cause for the ua 18 was unable to be determined. However, per the battery hangtag - advisory codes description and action (pn 12741-001), user advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. Since this was observed during a shift check, please note that there was no patient involvement. Upon replacement of all the damaged parts, the platform passed all testing criteria.

Event description:
Complainant alleged that during a shift check, the autopulse resuscitation system displayed a user advisory (ua) 18 (max take-up revolutions exceeded) message. Customer also reported that the autopulse head restraints were damaged. There was no report of any patient involvement. No further information was provided.